Event description:
The ustomer contact reported an epidural tubing set delivering an unspecified medication was inadvertently connected to the pt's IV cannula; subsequently, a pt death occurred. No specific pt info including cause of death, pump programming, or event details were provided. The customer contact indicated that there was no fault on the part of the pump or the set, but an anesthetist and a widwife had apparently mistakenly connected the epirural set to an intravenous cannula.